Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation, correction: a medtronic representative went to the site to test the equipment. A system checkout was completed for the navigation system. Testing revealed that there was a failure related to the axiem emitter. There was an emitter communication error. Correction: report source updated to include proper selection. Device manufacturing date updated to proper value. Usage of device updated to proper value. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the field generator emitter failed and it requires replacement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was axiem communication; axiem emitter failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the axiem box communication error. There was no patient present when this issue was identified. No additional information was provided.